Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that her pump was not delivering insulin. The customer mentioned that the act button was not responding. The customer was able to get to the main menu but was not able to select anything. The insulin pump will not be returned for analysis.